Event description:
The reporter indicated an intermittent loss of atrial and ventricular sensing and an intermittent loss of ventricular capture. The representative was notified. No further info was obtained,